Manufacturer narrative:
A ge service rep performed an on site investigation. The bios settings were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state. There is no report of death or serious injury.